Event description:
Information was received indicating that the cuff to a smiths medical portex® blue line ultra® tracheostomy tube was reported to be leaking two hours after placement. A trach tube change out was performed with no reported adverse patient effects.